Event description:
Pt was undergoing an MRI scan (cardiac exam) in a siemens espree scanner. Arms at sides with skin-to-skin contact. Pt squeezed alert ball several minutes into the exam complaining of feeling hot. Pt agreed to continue the exam, but squeezed the ball again a minute later and asked to stop because he felt like he was burning. Technologist stopped the scan, and discovered redness at distal forearms and at sides of body where skin-to-skin contact existed. Burns appeared to be minor: redness to skin only. Exam was aborted.